Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the white cable to the primary controller failed to display the pump parameters when connected to a monitor. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to communicate with a system monitor was confirmed. Initial evaluation of the returned heartmate 3 system controller, serial hsc-(B)(6), revealed the controller not able to communicate with a test system monitor. The power cables were stripped down to the wires showing severed orange wire near the housing bend relief on the white power cable. The orange wire on the white power cable is responsible for transmitting communication. The power cable was replaced with a test power cable to continue testing. The controller was functionally tested and passed all tests without any issue. The controller was connected to a mock circulatory loop for an extended period of time without producing any alarms. Replacing the power cables resolved the issue. A root cause of the reported event was determined to be the severed orange wire on the white power cable; however, the root cause of the severed wire cannot be determined through this analysis. During the investigation there was an incidental finding of wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 22dec2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.